Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. The doctor does not think the lens is defective or to blame. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional info was requested on 01/06/2011, 01/13/2011, and 01/20/2011 by phone, fax, and mail. Completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. The surgeon felt the refractive surprise was due to a formulation error and did not feel the iol caused or contributed to the event. Additional info has been requested.